Event description:
It was reported to our local partner in ecuador that a vns patient died on (B)(6) 2012, from a heart attack. It has not yet been confirmed that the event was not related to vns therapy. Their vns system has been explanted and is pending being returned for analysis. The patient was in (B)(6) and our local partner is in (B)(4). It could take several weeks to get the product returned for analysis. It was reported per the patient's brother that they had no history of any drug or alcohol abuse, no history of cardiac or respiratory problems. The patient was compliant with their medications. The patient did have a reduction of their seizures with the vns. The device was programmed on at the time of death. The patient's death was reported to be from a heart attack. Their death was not witnessed. No report of any trauma. The patient died during their sleep. No other information has been provided in relation to their death from a medical professional. Based on that sudep cannot be ruled out at this time. The patient does have nocturnal seizures, simple partial complex partial.

Event description:
Multiple attempts for the patient's explanted product have been made and at this time no further information is known if it will be returned for analysis. Multiple attempts have been made for further information in regards to the patient's death but thus far no further information has been attained. The patient lived in a very rural area and was not seen by a regular physician.